Manufacturer narrative:
It was reported by customer that there is a bubble in tubing. One photo was received for quality investigation. Evaluation of the photo provided show that the tubing is ballooning at the top of the pumping segment assembly, below the upper pumping segment fitting. The customer complaint of bulging/ballooning was verified by evaluation of the picture provided. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material#: 2426-0007 batch#: unknown. It was reported by customer that there is bubble in tubing. Verbatim: bubble in tubing.

Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was bulging. The following information was received by the initial reporter with the verbatim: it was reported by customer that there is bubble in tubing. Verbatim: bubble in tubing.